Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited noise and high spikes in pace impedance measurements. Boston scientific technical services (ts) discussed the possibility of a lead fracture and suggested testing different lead configurations. While testing and performing isometrics, high out of range pace impedance measurements were observed. The system was programmed lv ring to rv as lead measurements were within normal limits in this configuration. The system remains in service. No adverse patient effects were reported.